Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with infection and skin erosion at implanted device pocket site to the clinic remotely for a follow-up. The implanted device pocket was noted to be having discharge. The physician explanted the system ¿ implantable cardioverter defibrillator and lead. The patient was in stable condition.